Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a nurse reported that the patient was complaining that the garment was too tight and making it difficult to breathe. Nurse reported that the garment fit seemed appropriate. There was no alleged device malfunction contributing to the irritation. While in the hospital, the lifevest was removed per physician's instructions. Outcome of the comfort issues are unknown.